Event description:
Patient reported left side "pain, inflammation and inflammation of the mammary glands." The patient further reported an unspecified breast surgery however the device remains implanted. Patient later reported "inconspicuous lymph node architecture...milk duct system with cysts, implant left with suspected device rupture. Homogeneous glandular parenchyma without conspicuous focal findings, left implant suspected rupture and capsular fibrosis baker IV with pain" diagnosed with ultrasound. The device has been explanted, not replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, d3, d4, d6a, d6b, g1, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported left side "pain, inflammation and inflammation of the mammary glands." It was noted patient had breast surgery, however the device remains implanted. Patient later reported suspected rupture and capsular fibrosis baker 4 with pain" diagnosed with ultrasound. An "inconspicuous lymph node architecture...milk duct system with cysts, homogeneous glandular parenchyma without conspicuous focal findings is deemed not device related. The device remains implanted.

Event description:
Patient reported left side "pain, inflammation and inflammation of the mammary glands." The patient further reported an unspecified breast surgery however the device remains implanted. Patient later reported "inconspicuous lymph node architecture...milk duct system with cysts, implant left with suspected device rupture... Homogeneous glandular parenchyma without conspicuous focal findings, left implant suspected rupture and capsular fibrosis baker 4 with pain" diagnosed with ultrasound. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ nipple discharge: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.